Event description:
Inca infant nasal cannulae for CPAP is improperly molded. Flashing from the mold process occluded the proximal pressure line of the disposable circuit. This caused pressure readings of the vent and the vent operation to alarm. The disposable circuit was replaced and the machine operated properly. I have saved the faulty cannulae. I have reported this to medsun before.